Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 month post-operative CT showed the presence of a type ib endoleak. A re-intervention was performed to place an additional iliac limb stent graft to extend the distal seal in the common iliac artery. As of the date of this report, there have been no additional patient sequelae reported.